Event description:
On 8/4/2023, it was reported by a sales representative via sems that an ar-3200-0020 ccu and another ccu with an unknown part number had an issue. The camera was showing intermittent static on the display during procedures. This only happened when the cable was moved. They had tested multiple cameras on multiple units, and it only seemed to be having an issue with two consoles. This was discovered during use in unspecified procedures with no patient harm. Additional information has been requested. On 8/22/2023, the sales representative provided the following information via phone: this occurred during unspecified arthroscopic procedures. It was determined that only the two ccus malfunctioned, not the camera head. The ccus were used to complete the procedures successfully. There were no adverse effects to the patients, and no case delays were reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information. (Device not returned) the most likely cause for the reported event is a failing isolation board.